Event description:
The shaping mandrel fell accidentally and the microcatheter distal tip fractured after the microcatheter was re-shaped. When the physician did the re-shape of the micro-catheter, the steel wire at the tip of the catheter was dropped off. The shaping mandrel dropped off accidentally. The distal end of the microcatheter did not dropped off. Heat (steam) was applied to re-shape the microcatheter. The steel wire/shaping mandrel was not sticking out of the distal tip section. However, the steel wire from the microcatheter itself was protruding from the distal tip section, but not distal end. The steel wire shaping mandrel was protruding from the tip of the microcatheter, and the inner wall of the microcatheter was exposed. The shaping mandrel fit in the microcatheter without any issues. There we no other issues with the microcatheter. The microcatheter was not utilized to complete the procedure, and it was changed to another one to succeed. Other than the reported event, no other damages were noticed on the microcatheter or shaping mandrel. Additional information indicated that after the product was reshaped, the distal tip of the micro-catheter was fractured, so the steel wire was exposed.

Manufacturer narrative:
The product (distal tip, shaft (distal, mid, proximal, hub)) was not damaged when it was first removed from the packaged. The damage was noticed on the microcatheter after re-shaping was conducted. The stylet was removed/feel accidentally before it was allow to be cooled. The stylet did not get stuck to the microcatheter and force was not utilized to separate the stylet from the microcatheter. The product was new. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After the prowler select lpes microcatheter was reshaped using the shaping mandrel and steam heat, there was a fracture of the distal end of the catheter shaft exposing the inner wall with the catheter wire protruding. The device was not used in the patient. The shaping mandrel fit into the microcatheter without any issues and while the shaping mandrel was still in the distal tip of the catheter, the inner wall of the microcatheter was exposed. Other than the reported event, no other damages were noticed on the microcatheter or shaping mandrel. The product was new and there was no damage when removed from the packaging. The damage was noticed on the microcatheter after re-shaping was conducted. The mandrel was removed/fell accidentally before it was allow to be cooled. The mandrel did not get stuck to the microcatheter and force was not utilized to separate the mandrel from the microcatheter. A non-sterile prowler select lp microcatheter was received coiled inside of a plastic bag. A kink was noted near the ID band. Distal end was compressed/ flattened and also broken. Ptfe was exposed and part of the coil wire was protruding. The shaping mandrel was not provided for evaluation. The broken section was inspected under microscope and ptfe showed evidence indicating that the wire was previously and properly coiled around it. Sem was required to determine the cause of tip ruptured. Sem was performed and the conclusion indicates that the tip of the microcatheter appears to be stripped back on itself. Evidence of elongations/stretching can be observed in the tip which prompted the rupture of the material. The coil was found to be unraveled but presented no evidence of damage. Ptfe presented abrasions on its external surface. No other anomalies were found that could be related to this failure mode. The shaping mandrel was not received for analysis; therefore, no conclusion can be made regarding possible impact on the damage to the microcatheter. The reported distal tip damage/crack was confirmed; however, based on the analysis and the sem performed, it was due to elongations/stretching damages and these do not appear to be manufacturing related. Based on the reported information, no definitive conclusion can be made regarding the damage/fractured condition of the returned microcatheter. However, based on the report that the device was not damaged prior to use, evidence of coil wire having been previously properly coiled and the stretched condition of the tip, it appears that a pulling force, possibly impacted by the re-shaping technique, contributed to the event. A review of the manufacturing documentation associated with lot 13470957 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.